Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow up, noise causing oversensing on the right ventricular (rv) lead was noted. Diagnostic imagining confirmed that the conductors were externalized. The lead will be monitored and no further intervention was performed at this time. The patient was stable with no adverse consequences.